Event description:
The complaint was raised with minimal information following a letter received regarding a legal case. The date of the reported event is unknown. It was reported a potential claim for damages for injuries and losses arising from an alleged defective hip implant. It was reported that the patient underwent an initial surgery of a abg ii femoral stem, a mitch trh acetabular cup and mitch modular head.

Manufacturer narrative:
An event regarding allergy/reaction involving am abg ii stem was reported. The event was not confirmed. Method & results: the device was not returned for evaluation. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, pathology report, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or device become available, this investigation will be re-opened.

Event description:
The complaint was raised with minimal information following a letter received regarding a legal case. The date of the reported event is unknown. It was reported a potential claim for damages for injuries and losses arising from an alleged defective hip implant. It was reported that the patient underwent an initial surgery of a abg ii femoral stem, a mitch trh acetabular cup and mitch modular head.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0048, lot # fm086500, description: mitch trh md hd sz 48+0, manufacturer: (B)(6). Cat # mac-9988-4854, lot # fm065571, description: std mitch trh cp sz 48/54, manufacturer: (B)(6). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided as a result of a legal claim. No additional information is available at this time. The devices are not available due to the ongoing litigation. A supplemental report will be submitted upon completion of the investigation.